Manufacturer narrative:
As of 07/09/2025 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
According to the initial report received by aso on june 19, 2025, the consumer stated that she experienced a rash from the product. The customer states that she will be consulting a doctor to examine her rash.